Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine, duramorph, and an unknown drug at unknown concentrations and dosages via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was titrated down and it was turned off. The patient stated that they took a rest in their car because they were tired. The patient stated that they looked pale and their mouth was open. It was stated that the cops arrested the patient for having a morphine pump. The patient said he was arrested for being intoxicated in public. The patient stated that the pump was in his abdomen and stuck out 8 inches. The patient could not wear a belt or a back brace because of the pump. The pump was tilted to the right. The custom molded brace the patient had did not have a wide enough opening for the pump. When the patient wore the brace, it caused the alarm to go off. The patient was in pain. The patient stated that the dose was 19.8 per day. The patient stated he had one other drug at 1% that was supposed to help enhance the other two drugs. The event date was stated as (B)(6) 2016. There were no further complications reported.